Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a hemostatic valve leak issue was observed. The device evaluation was completed on 22-dec-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was broken inside the hub and the shaft was bent. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The broken hemostatic valve could be related to the hemostatic valve leak issue reported by the customer, the complaint was confirmed. The potential cause of the broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The potential cause of the shaft bent could be related to the manipulation of the device after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a hemostatic valve leak issue was observed. After inserting the catheter into the patient¿s body, after brockenbrough, when replacing the vizigo sheath, the hemostatic valve became defective. The sheath was replaced due to blood leakage. After, the procedure was safely completed. There was no patient consequence reported. Additional information was received on 01-dec-2025 which indicated that the specific section where the issue was observed was the hemostatic valve. It had blood leakage of a few drops but the exact amount was unknown. The sheath was being used on the patient. No air entered the patient¿s body. Additional information was received on 11-dec-2025. The brim cap and hub did not become detached from the sheath. The rf needle was used.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-dec-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).